Event description:
It was reported that the bd eclipse¿ needle experienced a broken needle. The following information was provided by the initial reporter: material no: 305767 batch no: 0111881. Product: bd eclipse injection needle. Number of defective product(s): 1. When connected to syringe needle snapped off.

Manufacturer narrative:
H6: investigation summary: no photos or samples were received by our quality team for evaluation therefore the failure mode could not be verified. A review of the internal manufacturing device records and raw material history files for the reported lot number was performed and no recorded quality problems or rejections to this incident were found. Based on the quality team's investigation, the root cause of this incident cannot be determined. H3 other text : see h.10.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the bd eclipse¿ needle experienced a broken needle. The following information was provided by the initial reporter: material no: 305767, batch no: 0111881. Product: bd eclipse injection needle. Number of defective product(s): 1. When connected to syringe needle snapped off.